Manufacturer narrative:
The reported event was confirmed as manufacturing related. Visual inspection noted one clean catheter packaging. The entire package seal was intact, with no catheter inside the packaging. A potential root cause for this failure could be incorrect operation for product feeding (catheter). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the patient attempted to cath with a clean cath vinyl catheter. He discovered that although the package was sealed closed, there was no catheter in the package.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient attempted to cath with a clean cath vinyl catheter. He discovered that although the package was sealed closed, there was no catheter in the package.